Event description:
A (B)(6) female undergoing liver biopsy. According to the event report "surgeon tried to activate harmonic handpiece during a liver biopsy but it would not activate. Defective harmonic removed from sterile field and replaced with a new harmonic handpiece. No harm to patient and the procedure was completed without further interruption.